Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; bg value was not provided. Reportedly, the customer had delivered multiple boluses prior to the low and had activated a temporary basal rate that was too high. At the time of the event, the customer had turned off the control iq function. An ambulance arrived and treated the low bg; however, no information was provided on how the low bg was treated. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.